Event description:
It was reported that the patient underwent the following procedures: 1. L5-s1 posterior lumbar interbody fusion; 2. Reduction of l5-s1 grade 1 spondylolisthesis. Per the op notes, rhbmp-2/acs was laid into the interbody at l5-s1 and patient's own bone. Then an interbody graft that was filled with rhbmp-2/acs and bone chips. Following drilling of the transverse processes of l5 and s1, rhbmp-2/acs was laid with graft putty, patient's own bone and cancellous ships for intertransverse fusion on both sides. No complications were reported. (B)(6) 2010: the patient presented stating she had a series of falls at home and landed on her coccyx. Since, patient has noticed some left leg radiating pain. CT taken confirmed graft was still in good position. The pain is described as primarily left hip pain. CT found she does have some osseous changes in the neural foramina region. (B)(6) 2011: patient presented with back pain. (B)(6) 2011: CT of the lumbar spine was performed which found at l3-4, posterior disk bulge that effaces the ventral thecal sac. Slightly increased since last study. At l4-5, braod based disk bulge flattens the ventral thecal sac and mild narrowing of the proximal neural foramen bilaterally. At l5-s1, disk uncovering/ posterior disk osteophyte complex mildly effaces the ventral thecal sac and mild narrowing of the right neural foramen. (B)(6) 2011: patient presented with left lower back pain as well as some tingling and numbness in her feet. Doctor reviewed CT and noted patient does have some exuberance of bone growth from the rhbmp-2/acs and the left sided neural foramen. Patient also complains of tingling and numbness on the right side, but the right neural foramen is completely free. Patient also has a tarlov cyst down below in her lumbosacral spine and the sacral spine. Patient also reports some interscapular pain and neck pain. (B)(6) 2011: patient presented to pain clinic with complaints of pain in the lower back and left leg. The patient also complains of a pin in the back of the head, right shoulder, left shoulder, neck, mid back, low back, tailbone, left buttock, right hip, left hip, left leg, left foot, mult-joint pain, and all over body pain. The pain is described as aching, burning, electric shock like, sharp, stabbing, throbbing, dull, and shooting. Symptoms associated include muscle spasms, numbness, tingling, and weakness. The patient indicates abnormal sleep patterns and admits to being kept awake by pain. (B)(6) 2011: patient presented for lumbar epidural steroid injection via the posterior interlaminar approach at the following spinal level, l4-5. No complications were reported. (B)(6) 2011: patient presented for intra-articular left sacroiliac joint injection with arthrography. No complications were reported. (B)(6) 2012: patient called in and reported having increased muscle and joint pain all over. (B)(6) 2012: patient presented with urinary urgency and frequency that seems to be related to her pain flares. (B)(6) 2012: patient presented for a intra-articular left sacroiliac joint injection with arthrography. No complications were reported. (B)(6) 2012: patient presented with bilateral lower back, hips, and legs pain. Doctor feels she has exhausted conservative therapy and recommends a trial of a spinal cord stimulator. (B)(6) 2012: patient presented for implantation of two thoracolumbar epidural spinal cord stimulation leads for a trial of spinal cord stimulation to control intractable pain. (B)(6) 2012: patient presented for spinal cord stimulator trial evaluation and lead removal. Patient complains of mild back pain bil aterally. No complications were reported. (B)(6) 2012: patient presented for evaluation by doctor. Doctor stated, "it clearly seems like patient started forming bone into the left sided neural foramen as well as the bone graft has migrated back and is causing left sided l5 nerve root compression." (B)(6) 2012: patient presented for a CT of the lumbar spine. Impression: 1. Solid l5-s1 360degree fusion; 2. Moderate to severe left l5-s1 neural foraminal stenosis due to a combination of anterolisthesis and fusion mass foraminal encroachment; 3. Transitional changes at l4-5 with associated moderate bilateral neural foraminal stenoses. (B)(6) 2012: patient presented with the following preoperative diagnoses: 1. Junctional stenosis, l4-5; 2. Recurrent and residual st enosis, l5-s1, causing radicular leg pain and back pain. The patient underwent the following procedures: 1. L4-5 posterior element osteotomy for sagittal plane reconstruction; 2. L5-s1 laminectomy and foraminotomy for spinal canal and nerve root decompression; 3. Posterior segmental instrumented spinal fusion, l4, l5, s1 with pedicle screws; 4. Posterolateral arthrodesis at l4, l5, s1 with iliac crest autograft bone; 5. Transforaminal lumbar interbody fusion, l4-5, for anterior column reconstruction; 6. Placement of intervertebral mechanical device, l4-5, with peek cage; 7. Removal of nonsegmental hardware l5-s1; 8. Exploration of fusion, l5-s1. Per the op notes, at the l5-s1 level on the left there was hypertrophic bone overgrowth and posteriorly migrated intervertebral mechanical device causing compression of the l5 nerve root. At the l4-5 level of the ligamentum flavum there appeared to be dystrophic calcification of the flavum, and surgeon removed 2 large ossicles that were causing left lateral recess stenosis at l4-5. (B)(6) 2013: patient presented with pain, mostly in the lower back. Doctor stated the patient's main pain diagnosis is thoracolumbar radiculopathy. (B)(6) 2013: patient presented for CT of the lumbar spine. Finding: a small subligamentous disc protrusion at l3-4 that results in mild effacement of the ventral spinal canal. Continued mild to moderate compromise of the left l5-s1 foraminal inlet in part due to bone formation in the left lateral recess.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2002 us of gallbladder no comment (B)(6) 2007 chest x-ray pa and lateral normal study (B)(6) 2009 right foot x-rays normal ap and lateral of right foot. (B)(6) 2009 CT abdomen with contrast no evidence of spinal pathology (B)(6) 2009 flat and upright abdomen no evidence of free air. No small bowel air or colonic dilatation. Bony anatomy appears normal. (B)(6) 2009 CT head no spinal pathology (B)(6) 2010 lumbar spine series ap and lateral shows no implants or evidence of laminectomy. Ls junction is obscured. (B)(6) 2010 MRI lumbar t2 sagittal views show grade two spondylolisthesis at l5/s1. There is 50% loss of disc height. Hyperintense zones of radial tear are present in the posterior annuli of l4 and l3. Both discs are desiccated but retain normal height. No stenosis is noted. Conus is behind l1. Lordosis is normal. Borderline foraminal stenosis is noted of l5 roots. (B)(6) 2010 lumbar spine series again the grade two spondylolisthesis is seen with pars defects bilaterally (B)(6) 2010 CT lumbar isthmic spondylolisthesis is again seen at l5/s1 with stenosis of the l5 foramen bilaterally and pseudo herniation of the l5 disc. Degeneration of the l5 disc with collapse is apparent. (B)(6) 2010 lumbar spine series interoperative film a single lateral showing pedicle screws in place prior to rod placement. (B)(6) 2010 interoperative lumbar fluoroscopy taken prior to the above lateral dye is injected assessing the degree of foraminal stenosis. (B)(6) 2010 chest x-ray normal ap view (B)(6) 2010 lumbar spine series very poor quality studies postoperatively of fusion at l5/s1 pedicle screws. Anatomy is obscured by un der penetration (B)(6) 2010 lumbar spine series very poor quality studies postoperatively of fusion at l5/s1 pedicle screws. Anatomy is obscured by un der penetration. It appears alignment is better than preop. (B)(6) 2010 lumbar spine pelvis series again ap and lateral views of the operative level are extremely poor and obscure the l5 disc anatomy. Hip film on the left shows no evidence of arthritis, osteonecrosis, fracture or other pathology (B)(6) 2010 lumbar MRI sagittal views show partial correction of angulation and offset at l5/s1 from the tlif performed. Axials show the interbody device placed on the left is very eccentric to the left. Foraminal stenosis may still be present on the right where facet remains. Degree of fibrosis in the capstone track or heterotopic bone cannot be determined on these studies. (B)(6) 2010 lumbar CT shows accurately the position of spacer and screws at l5/s1. Screws are within the pedicles, spacer is recessed in relation to the endplate of s1, but prominent in relation to the anteriorly displaced endplate of l5. Posterolateral fusion has been performed along with the interbody fusion. (B)(6) 2010 lumbar x-rays under exposed ap and lateral lumbar can barely make out implants, but bony anatomy and disc space are obscured. (B)(6) 2010 chest x-rays normal pa and lateral chest film (B)(6) 2011 CT lumbar bone is now solid within the interbody fusion spacer on the left. Considerable heterotopic bone is now seen within the original insertion track of the peek cage. This looks to have compressed the s1 and possibly the l5 root on the left. (B)(6) 2011 CT lumbar bone is now solid within the interbody fusion spacer on the left. Considerable heterotopic bone is now seen within the original insertion track of the peek cage. This looks to have compressed the s1 and possibly the l5 root on the left. (B)(6) 2011 MRI cervical sagittal views show normal alignment. No narrowing of the canal nor compression of the cord at any level. Borderline stenosis is suspected at about c5. (B)(6) 2011 pelvis x-ray pelvis film shows the fusion level at l5 with screws and interbody device in place. Left hip ap and frog leg appear normal. (B)(6) 2012 lumbar MRI sagittal views show partial correction of angulation and offset at l5/s1 from the tlif performed. Axials show the interbody device placed on the left is very eccentric to the left. Foraminal stenosis may still be present on the right where facet remains. Degenerative changes are progressing at l3 and l4 with bulging, annular tears at those levels. No significant central stenosis is seen on axial views. (B)(6) 2012 lumbar spine series flexion extension views show no movement through the level of fusion. Solid bone is seen through the l5 disc. Instrumentation remains intact and unchanged. (B)(6) 2012 CT lumbar fusion is solid within the interbody fusion spacer on the left. Considerable heterotopic bone is now seen within the original insertion track of the peek cage. This looks to have compressed the s1 and possibly the l5 root on the left. (B)(6) 2012 lumbar c-arm fluoroscopy fusion construct has now been extended to l4 with pedicle screws spanning from l4 to s1 with clydesdale spacer now seen at l4. (B)(6) 2012 lumbar spine x-rays construct appears as it did on the fluoro view of (B)(6). Pedicle screws are present bilaterally at l4, l5 and s1 with contouring of the rods to retain lumbar lordosis. Fusion appears intact at l5. No fusion bone can be seen at l4. Wide laminectomy is noted up to l3. (B)(6) 2013 lumbar spine series construct appears as it did on the fluoro view of (B)(6). Pedicle screws are present bilaterally at l4, l5 and s1 with contouring of the rods to retain lumbar lordosis. Fusion appears intact at l5. No fusion bone can be seen at l4. Wide laminectomy is noted up to l3. (B)(6) 2013 lumbar spine series construct appears as it did on the fluoro view of (B)(6). Pedicle screws are present bilaterally at l4, l5 and s1 with contouring of the rods to retain lumbar lordosis. Fusion appears intact at l5. No fusion bone can be seen at l4. Wide laminectomy is noted up to l3. (B)(6) 2013 CT lumbar fusion is solid within the interbody fusion spacer on the left at l5. Considerable heterotopic bone is seen within the original insertion track of the peek cage on the left. This looks to have compressed the s1 and possibly the l5 root on the left. Spacer is also seen at l4 and construct extends from s1 to l5 to l4 bilaterally. Position of screws is adequate. (B)(6) 2013 c-arm fluoroscopy lumbar taken during transforaminal injection of the l3 root. A 25 gauge needle is seen at the foramen of l3 with dye in the foramen. It does not track along the root and only a lateral is visualized so the side of injection cannot be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).